Event description:
New information received notes that the patient's implantable cardioverter defibrillator was explanted and replaced. No patient condition post-procedure was provided.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine device check. Upon interrogation, it was revealed that the patient's implantable cardioverter defibrillator was exhibiting post-paced t-wave over-sensing. No intervention was performed. The patient was stable.